Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experience a jumbled lower graphical user interface (gui) display. It was reported, the event occurred during the extended self test (est). There was no report of pt involvement.